Event description:
Related manufacturer report number: 1627487-2022-03105, 1627487-2022-03106, and 1627487-2022-03107. It was reported that patient's ipg was inoperable and x-rays confirmed lead migration. Surgical intervention occurred on (B)(6) 2022 in which the system was explanted and replaced.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.